Event description:
A foreign customer stated that she tested her glucose one evening, and received a high reading of 18.1 mmol/l (326 mg/dl) using her contour link meter. She took an extra 4 units of insulin based on the reading. She retested an hour later, and found her glucose had dropped to 12.4 mmol/l (223 mg/dl) which she did not expect. She retested again 1 1/2 hours later before going to bed and received a reading of 6.2 mmol/l (112 mg/dl). Around 2:30 in the morning, her husband noticed that she was moaning, complaining about being cold, and acting disoriented. He tested her glucose and received a reading of 15.3 mmol/l (275 mg/dl). He gave her 2.6 units of units based on the reading. The customer collapsed a few minutes later, and her glucose was retested. The readings were 2.0 and 2.3 mmol/l (36 and 41 mg/dl). The customer was taken to the hosp where her glucose was tested at 1.2 mmol/l (22 mg/dl). She was treated with i.v. Glucose and given food and juice once she woke up. She was monitored until her blood glucose levels were above 6.0 mmol/l (108 mg/dl).